Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger. Modem was unable to power up. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply unit could not be positively identified. No adverse event resulted from the defective battery charger/modem power supply. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a patient's battery charger/modem would not power up. The patient was issued a replacement battery charger/modem.